Manufacturer narrative:
A ge service representative performed an onsite investigation. The coin cell battery and hard drive were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
There were no reports of an injury or death. It was reported the system failed to boot up.